Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. No anomalies were found and the distal conductor had blood/body fluid (not obstructed.)

Event description:
It was reported that during the implant attempt the left ventricular lead was not stable in the lateral branch. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.